Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The images are very dark and not clear, they have degraded over time.

Event description:
The images are very dark and not clear, they have degraded over time.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the images are very dark and not clear was unconfirmed. The ultrasound images are comparable to an in-house test cue probe. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.